Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01603. (B)(6) study. It was reported that an infected scrotal and groin hematoma occurred post procedure. In (B)(6) 2014 a 33mm watchman laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure using a watchman access system. The patient experienced a post-interventional infected scrotal and groin hematoma. The patient was treated medicinally and two units of blood were transfused. The patient remained hospitalized and the event was considered resolved about two weeks later in (B)(6) 2014.